Event description:
A hospital in (B)(6) reported that an alarm sounded when an rt235 infant dual-heated evaqua breathing circuit was connected to a ventilator. This was noticed before patient use.

Event description:
A hospital in (B)(6) reported that an alarm sounded when an rt235 infant dual-heated evaqua breathing circuit was connected to a ventilator. This was noticed before patient use.

Manufacturer narrative:
(B)(4). The complaint rt235 infant dual-heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). The device returned for this complaint was found to be an evaqua2 expiratory limb, and not an rt235 evaqua1 expiratory limb as reported by the hospital. Method: the returned complaint expiratory limb was visually inspected. The heater wire resistance of the expiratory limb was measured. An inspiratory limb was connected to the returned device and a pressure of 100 cmh20 was applied and the circuit submerged in a water bath. Results: there was no damage observed to the complaint limb. The resistance test revealed that the circuit was within specification. There was no leakage observed when the breathing circuit was submerged in a water bath. Conclusion: we are unable to determine what caused the problem as reported by the hospital, as the breathing circuit had no defect of any kind.